Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an ablation procedure, the right atrial (ra) lead would not capture or sense. The physician suspected that the ra lead had been damaged during the ablation. The ra lead was explanted and replaced. During the placement of the replacement lead, it was noted that the replacement lead exhibited the same issue. It was determined that the lead issues were due to the atrium being irritated by the ablation procedure and there was no issue with ra leads. No patient complications have been reported as a result of this event.